Event description:
It was reported that a possible over infusion occurred during an infusion, resulting in a transient elevation of the infant's blood glucose. The report also stated there was no harm to the patient as a result of the event. Although requested, there was no additional information or details of the event provided.

Manufacturer narrative:
The customer¿s report of a possible over infusion occurred was not confirmed. Visual inspection of the set noted the roller clamp in the open position and its slide clamp in the closed position. No other abnormalities were observed. Functional testing resulted in the sets silicone segments were rotated 90 degrees and then 180 degrees and reinserted into the pump module device with numerous run/pause tests performed. No over infusion was observed. Rate accuracy testing resulted in the primary set slightly under infusing fluids. Dimensional analysis performed found the silicone segment to be within specification. The root cause of the customer¿s report of a possible over infusion was not identified.

Manufacturer narrative:
Patient was an infant. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a possible over infusion occurred during an infusion, resulting in a transient elevation of the infant's blood glucose. The report also stated there was no harm to the patient as a result of the event.